Event description:
A (B)(6) male pt underwent abdominal aortic aneurysm repair on (B)(6) 2011. The physician implanted a zenith flex aaa endovascular graft bifurcated main body via the right iliac and then he put up a zenith flex aaa endovascular graft iliac leg up the contralateral side. As he was retrieving the top cap, he had advanced the grey positioner, docking the top cap. He had tightened the pin vise and under fluoroscopy, he was bringing down the top cap through the main body. The resident took control and he came down rather quickly, (it is believed) he caught a part of the suprarenal stent, causing the barbs to enfold and collapse on one another (1820334-2011-00212). They then tried to reverse the steps to see if they could de-snag the supra renal stent. This did not work. The device was brought back through the main body, which was not caught on anything at the time. There were no problems bringing that out. A coda balloon was brought up trying to open up the supra renal stents and while they were doing so, the coda balloon, at an unk atm burst. This happened right away, possibly due to being around all the renal stents. It was noticed that everything was infrarenal. Because of that, there was no concern with the renals being covered. The physician contemplated putting in a cuff, but because of how the stents were enfolded, there was no way to get a seal there. After all options have been exhausted, the pt was converted to open repair. Pt is recovering and doing well.

Manufacturer narrative:
Expiration - unk as lot is unk. (B)(4) conversion to open surgical repair. Event eval: still under investigation.